Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their bladder stretched and filled with water and the patient¿s healthcare provider couldn¿t see anything. The patient stated they had this because they were still having urgency after implant and painful sex. The patient stated they did not know when they had this procedure done. No further complications were reported.